Event description:
Customer claims that during a training seminar when telescoping handles were pulled out in preparation to lift unit and volunteer, a bolt and nut came off allowing the handle to pull away. The chair and volunteer tipped over without any injury.